Manufacturer narrative:
Based on the claim against the product by the customer noting tissue stuck in the instrument's jaws when the cannula dislodged, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. Isi field service engineer fse was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue but did replace the usm as precaution. The system was tested and verified as ready for use. A return material authorization RMA was issued to the customer requesting to have the intuitive surgical, inc. Isi device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned post failure analysis evaluation or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the instrument did not release tissue when the cannula was dislodged. The universal surgical manipulator usm 1 had a prograsp forceps instrument on pause being used to hold a ureter, the surgeon was at that time, only using usm 2 and the usm 4 actively and the usm 1 cannula popped out. The system recognized this as a default. The prograsp forceps instrument retracted without opening its jaws, taking the ureter with it. The customer managed to stop the usm before it caused any damage. This same event happened twice more 5-10 minutes apart. The customer figured it was because the cannula was dislodging, and it did stop. The customer replaced the instrument and the same issue happened again. The procedure was completed with no reported injury. Intuitive surgical, inc. Isi has made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The usm was analyzed and found the reported problem with cannula dislodged and the monitor told the user to retract the instrument, which was confirmed as having occurred in the field, but not replicated. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a pftp where it passed the fiber test, carriage switches, check cannula, carriage lissajous, direction test, sensors check, carriage friction, sine cycle, and carriage strength test. As a precaution, the presence pins will be replaced. The complaint regarding the instrument did not release from tissue was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.